Event description:
The customer reported that the screen was black on boot up. The system had to be restarted to regain functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger was replaced. The system was then found to be operating as intended.